Event description:
Customer reported a malfunction in the pump with a code display of malf 12. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, which initially recurred, and then decided to replace the pump. The customer switched to multiple daily injections as a backup therapy and received instructions on returning the pump with a prepaid label.